Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tubes overfilled.there was no report of patient impact.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 22-jan-2024. Investigation summary: bd received 100 returned samples and 1 photo from the customer for investigation. The photo was evaluated and does not show overfill. The blood meniscus is visible under the bottom edge of the closure. The 100 returned samples and 100 retention samples from bd inventory were visually inspected with no issues being identified. In addition, 10 returned samples and ten retention samples were draw tested with all tubes being within specification limits. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint was unable to be confirmed for overfill. Bd was unable to identify a root cause for indicated failure mode. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the tubes overfilled. There was no report of patient impact.